Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer reported having inconsistent fill estimates. Customers blood glucose was not affected. Pump to be replaced. Customer to use current pump for backup insulin therapy.